Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. Both cylinders and a pump were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #. D4 unique identifier (UDI) # for concomitants products: pump: (B)(4). Reservoir: (B)(4). Upon receipt at our quality assurance laboratory, this ipp pump and cylinders underwent a thorough analysis. The components were microscopically examined, and leak tested. No anomalies were found with the pump. Microscopic examination of the cylinders showed that there was wear at fold in the middle and end of the cylinders. Based on the information available and analysis results, the most probable cause of the reported clinical observations cannot be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. Both cylinders and a pump were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp pump and cylinders underwent a thorough analysis. The components were microscopically examined, and leak tested. No anomalies were found with the pump. Microscopic examination of the cylinders showed that there was wear at fold in the middle and end of the cylinders. Based on the information available and analysis results, the most probable cause of the reported clinical observations cannot be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. Both cylinders and a pump were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #. D4 unique identifier (UDI) # for concomitants products: pump:(B)(4). Reservoir: (B)(4). Upon receipt at our quality assurance laboratory, this ipp pump and cylinders underwent a thorough analysis. The components were microscopically examined, and leak tested. Microscopic examination of one cylinder revealed two holes at the proximal end caused by a sharp instrument, as well as wear at multiple folds along the length of the cylinder; this cylinder did not pass leak testing. Regarding the other cylinder, revealed one hole at the proximal end caused by a sharp instrument, as well as wear at multiple folds along the length of the cylinder; this cylinder passed the leakage test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected, and contamination (bodily fluid) was found within the ms pump krt. Ms pump passed the leakage test. Based on this investigation a clear probable cause for the event cannot be established. Updated additional MFR narrative h11.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. Both cylinders and a pump were explanted and replaced. No patient complications were reported.